Manufacturer narrative:
Unit is being returned to the company's repair center.

Event description:
Customer reported an issue with the gas module iii, which may have affected gas monitoring. No patient injury was reported.